Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. Two nitinol guidewires were returned. Both the samples were evaluated. Both the nitinol jackets were found to be pierced by the tip. The first sample had heavier resistance than the normal experienced when the wire was removed from the tube .once the wire was immersed in water it was able to be removed with no issues. According to the evaluation, it appears that the removal issue was caused by the user not immersing the sample in water. The second sample was unable to remove from the hoop. The contamination resembling flaking hydrophilic coating was found on the jacket. The hydrophilic coating was found to be yellow instead of white the contamination was removed and the jacketing felt coated. Although the user admitted to not immerse the sample in the water, as the contamination was found that would caused the reported event, the complaint will be remained as a foreign material. A potential root cause for this failure mode was unable to be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications: bard® guidewires are indicated to provide transurethral and/or percutaneous access into the bladder, ureter or renal pelvis. Contraindications: there are no known contraindications. Warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Use extreme caution when using a laser, making sure to avoid contact with the wire. Direct contact could result in damage / breakage to the wire. Attention should be paid to guidewire movement in the urinary tract. Before a guidewire is moved or torqued, tip movement should be examined under direct vision or fluoroscopy. Do not advance or withdraw a guidewire when resistance is encountered as perforation could occur. Sufficient guidewire length must remain exposed to maintain a firm grip on guidewire at all times. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention. This is a single use device. Do not resterilize any portion of this device. Reuse and/ or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: should be used only by physicians thoroughly trained in endourological guidewire techniques. Do not use dry gauze to manipulate the guidewire as this can damage the surface coating and make the wire tacky. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Potential complications: complications that may result from the use of a guidewire in a urological procedure include, but are not limited to: perforation, acute or delayed bleeding, tissue trauma, edema. Direction for use: the physician should select the proper size and length of the guidewire for the procedure being performed. The guidewire is packaged in a protective coil. Hydrophilic coated guidewires require activation of their coating. Prior to removing the guidewire from the protective coil, inject sterile saline through the port to activate the lubricious coating. Remove the guidewire from the protective coil and carefully inspect the guidewire for separation, bends, kinks or a damaged tip. Introduce the guidewire, flexible end first, into the working channel of the endoscopes or percutaneously into the urinary tract. Advance the guidewire slowly into the desired position. Continuously confirm guidewire position either visually or under fluoroscopy. Carefully withdraw the guidewire taking care not to kink. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable local, state and federal laws and regulations."

Event description:
It was reported that the guide wire could not be removed from the hoop before the use. Per notification received via investigator on 17oct2020, it was found that there was a contamination that caused the removal issue. Per follow up information and the supplier evaluation results on 22oct2020, it was confirmed that the guidewires and the tubes were not in the water. This product should be immersed in water prior to removal.